Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product investigation reported: the product has not been returned. The complaint refers to multiple issues involving the subject handle: carbon fiber handle required unnecessary pressure/impingement to the soft tissue; carbon fiber handle is not radiolucent enough for osteoporotic bone. Issue 1. The pressure/impingement is caused by not creating a skin incision large enough to accommodate the mass of the handle. This incision size will vary from case to case depending on the amount of soft tissue in the area of the nail entry site. If resistance is felt the incision needs to be enlarged accordingly. I did have a conversation with the respective consultant who also confirmed that a larger incision should have been made and has since switched to using an alternate insertion handle. Issue 2. The issue was discussed regarding the radiolucent issue with the respective consultant and he reports that in the elderly population it is often difficult to see the proximal femur with the image intensifier without instrumentation in view. There is also a learning curve to using the system and the surgeon has switched to using an alternate insertion handle and alters the positioning of the image intensifier accordingly to improve the lateral view of the femoral head. In general this is not complaint but an observation by the surgeon during the first market preference evaluation (mpe) cases using a new system. The trochanteric fixation nail (tfna) instrument f&dr (windchill #(B)(4), version a.104) was reviewed and the following lines are applicable to this complaint: 1.48 - must be able to insert the nail and reach the bone for the intended patient population, specifically patients with various anatomies (height and weight); 1.50 - must be able to predict the placement of the guide wire and head element in the lateral view and not interfere with relevant anatomy visualization on intra-operative lateral/axial x-ray images. The relevant verification and validation activities for the line items were design review (windchill #(B)(4)), engineering rationale (windchill #(B)(4)) and an anatomical lab (windchill #(B)(4)). All activities were reviewed and approved and found to be adequate. Corrected data: the initial report incorrectly stated ¿the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.¿ this was incorrect as indicated in the initial report the product had not been returned. As of the filing of this supplemental report. The product has not been returned for further investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant the right 420mm x 11mm 130 degree trochanteric nail with 110mm helical blade in a (B)(6) male patient, the surgeon noted the carbon fiber handle required unnecessary pressure/impingement to the soft tissue surrounding the handle causing added resistance. The soft tissue was reported to be under so much pressure that it cased the shift in the nail proximally after the optimal nail depth had been achieved. Surgeon reattached the hammer guide connector and driving cap and was able to move the nail back more distal. Also noted, there was difficulty knowing when the flexible screwdriver was fully engaged, and when the set screw was completely down and if it was in the correct position. This is from next generation trochanteric nailing system (tfna) mpe 76. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.